Event description:
Sorin group (B)(4) received a report that the pump became overloaded during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The device was returned to sorin group (B)(4) for evaluation. During functional testing, the device was run for 350 hours and no problems were found. The issue reported by the customer could not be reproduced. Without the ability to reproduce the issue, no root cause could be determined.